Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine in-office interrogation, the left ventricular lead pacing impedance - when lv3 was included - was undefined high, measuring greater than 2750 ohms. The pacing polarity already excluded lv3 so no reprogramming was necessary and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.